Manufacturer narrative:
H4: device manufactured on july 29, 2022 - august 1, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was complete, it was observed that half the medication dose remained within the device and had not been delivered to the patient. The device was filled with fluorouracil hs (ebewe) 3200mg in sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.